Event description:
Unit was explanted due to a report of no output. No further injury or complications associated with the event. The device exceeded its published projected longevity. Failure analysis indicates loss of hermeticity.